Manufacturer narrative:
Event date: the peritonitis was reported to have occurred on an unreported date in (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized for the event. Treatment for the event and action taken with pd therapy were not reported. At the time of this report, the patient has not recovered from the event. The reporter declined to provide additional information.